Event description:
It was reported that: a dialysis nurse was in the room and observed that the patient started to de-saturate to 88. The nurse then observed the patient's chest and could not see any movement. Another nurse was called into the room who then manually ventilated the patient with an alternate device. The nurse reported that the ventilator did not alarm for one to two minutes after the patient was removed from the device. No patient injury reported.